Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) while troubleshooting the meter. The initial result was 5.1 inr with a data flag. The customer retested and received an error message. The blood sample did not fill the channel on the strip. The customer retested again and the repeat result was 2.7 inr. There was no allegation of an adverse event. The customer was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had made a "small" increase in coumadin, had no changes in diet, no illness, no new medications, and no symptoms of high blood pressure. The customer's therapeutic range was 2.5 - 3.5 inr. One test strip was returned from the customer. The returned test strip was measured with a retention meter with liquid qc of a high level in comparison to masterlot #28632180 (recalibrated lot to rtf/09) / with two human blood samples from marcumar donors on internal reference meter. Testing results: qc 1: 2.4 inr. The obtained qc results were in the allowed range of 1.9 - 2.9 inr. No error messages occurred during investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.